Event description:
Report rec'd of the pump infusing at a rate different from what it was programmed. It was reported that the pt was to receive dextran at 30ml/hr and was set up and programmed in the recovery room. When the pt was transferred to the surgical floor, it was reported that the pump was infusing at 300ml/hr. The pump was removed from service and reportedly sent to the biomedical dept for testing. The therapy was continued on the pt using a different pump. There was no reported adverse event with the pt. The pump was not located and is presently back in clinical svc. There is no way to track the pump, since no serial number was ever recorded. Though requested, there was no further info available.